Event description:
It was reported that the device exhibited elective replacement indicators (eri) early. The patient was in atrial fibrillation, but was asymptomatic. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.